Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-22-client is testing with expired test strips. Note: manufacturer contacted customer on 4/11/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with tests results from results obtained of lo. The customer's expected fasting blood glucose test result range is 120 - 143 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 08/31/2016 and open vial date is 2016; customer's test strips are expired. Customer could not provide the last five results, but lo was confirmed in the meter memory: result 1 : lo, result 2 : lo.